Event description:
This lead was implanted on (B)(6)2002 and was capped on (B)(6)2013 due to a product performance issue. The physician was able to get access, however he could not pass a sheath down larger than the fr. Therefore, a pacing lead was implanted. The pace/sense portion of the rv lead was capped and the new pace/sense was used in its place. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).